Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient has been trying to turn stimulation on and can't get it to turn on. Patient wanted to know if there was a rep she could contact. No patient symptoms or complications were reported in this event.